Manufacturer narrative:
B3 is unknown. One device was returned for evaluation. Visual inspection revealed dso seal was degraded. The service history review identified there was no indication the complaint was related to previous service of device. Functional testing was performed, and the pump was run for 4 days continuously, and no alarm/error was found. Preventive measure replaced the dso sensor.

Event description:
It was reported that the pump keeps beeping, and there was error code on the screen. There was unknown patient involvement.